Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had received erroneous ise indirect na for gen.2 results for a patient sample on the cobas 6000 c (501) module. The initial na result was159 mmol/l and the repeat result was148 mmol/l. Repeat testing was performed on a different analyzer and believed to be correct. The erroneous result was not reported outside the laboratory and there was no adverse event. The na electrode lot number and expiration date was requested but not provided. The field service engineer found faulty rinse mechanism tubing. He adjusted rinse mechanism. The customer ran quality control and precision. All were within specification. The issue appears to be isolated with no indication of systemic failure. The root cause appears to be a service part. There have been no similar events at this site for this specific device on any like instruments in the past 12 months.

Manufacturer narrative:
Complaints regarding the specific part number related to the rinse tube assembly were reviewed and showed no abnormal trend in the past 90 days. The customer has had no further issues.